Event description:
A caller reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting. No additional information was provided.